Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to his feeling/normal result(s) and against another meter. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 5:30am). The patient's testing frequency, usual blood glucose range, and health condition are not known; however, according to the csr's documentation, the patient manages his diabetes with insulin (via insulin pump). On unspecified dates/times, the patient claims he obtained blood glucose readings in the '500 and 480's" with the subject meter. The patient also claims he obtained blood glucose readings of '408 mg/dl' with the subject meter and '99 mg/dl' with a onetouch ultramini meter, performed within 30 minutes of each other (date/time unknown). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not clear, however, what action the patient took in response to the reported readings. According to the csr's documentation, on (B)(6) 2012 the patient reportedly was treating himself throughout the day with insulin; at an unspecified time the patient claims he developed symptoms of hot sweats and was delirious; at 7pm that evening the patient indicated he obtained a blood glucose reading of '99 mg/dl' with a family member unknown meter; and 45 minutes later he consumed more food/drink as treatment. However, the patient's blood glucose readings (with the subject meter) prior to administering insulin and prior to the onset/during his symptoms are not known, it is not clear how much insulin he was administering nor is it specified how often he was treating himself. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The csr noted that the patient performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint has been returned on (B)(4) 2012, and evaluated respectively by product analysis (pa) on (B)(4) 2012 with the following findings: the meter and test strips both passed testing with no faults were found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.